Manufacturer narrative:
B5: the date of event is estimated. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
During a training session with dr. (B)(6)'s team, dr. (B)(6) reported that a product experience occurred in 2024, with the cardiology team at (B)(6) hospital. Reportedly, the team performed a transcatheter aortic valve implantation (tavi) interventional procedure, which went smoothly, using a perclose device. The patient was transferred to the ICU, but the next day, the vascular team was called to re-evaluate the patient due to limb ischemia. Unfortunately, when re-evaluating the patient, they did not survive and passed away. The physician stated it is very likely that the artery was diseased and may have collapsed when the device was inserted. The cardiology team did not perform a prior ultrasound before using the perclose. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The reported patient effects of effects of occlusion , ischemia, and death are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. The patient effects of occlusion, ischemia, and death are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the vessel closure devices. Medical review was performed. The review details concluded, limb ischemia, a condition where there's inadequate blood flow to the limbs, can be a complication after using the perclose proglide suture-mediated closure device (smcr). This can occur due to various factors, including common femoral artery occlusion, especially if the suture captures the posterior wall of the artery, thrombosis when blood clots can form at the closure site or in the affected artery, reducing blood flow, or dissection when the device potentially cause a tear in the artery wall, leading to a dissection and compromised blood flow. Acute limb ischemia is a medical emergency and requires immediate treatment to prevent tissue damage and potential amputation. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the IFU deviation of no femoral angiogram contributed to the reported event. In this case, medical review concluded it is unknown if the proglide directly caused the patient¿s death especially that the vessel was not prepped or imaged for any pre-existing disease and no other information was provided except the procedure went smoothly. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.